Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to be scheduled for a replacement and the date was unknown. The cause of the changes in coverage and jolting were unknown.

Event description:
Information was received from the patient via manufacturer representative regarding the implantable neurostimulator (ins). It was reported that the patient experienced occasional jolting sensation when using the device and the coverage was not as effective for the pain. The rep was going to meet with the patient on (B)(6) 2017 when they had an appointment with the hcp. Patient's weight was asked but unknown. The date if the event was asked but unknown. No further complications and interventions were reported/anticipated until patient's appointment.